Event description:
It was reported that a revision of pyrocarbon hemiarthroplasty was needed to reverse the total shoulder arthroplasty due to rotator cuff failure. No prosthesis fault. The implanted stem was left in situ and converted to a reverse tray/ liner.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation. Photos of the explanted device are not sufficient to carry out product inspections. No defect was noticed on the pyrocarbon surface or on the metallic component. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
It was reported that a revision of pyrocarbon hemiarthroplasty was needed to reverse the total shoulder arthroplasty due to rotator cuff failure. No prosthesis fault. The implanted stem was left in situ and converted to a reverse tray/ liner.